Event description:
It was reported that the sureshot targeter showed a non-responsive screen during a tibial intramedullary nail surgery. A change in surgical technical had to be performed in order to complete the surgery. It is unknown if surgery was delayed as consequence. The patient outcome is unknown.

Event description:
It was reported that the sureshot targeter showed a non-responsive screen during a tibial intramedullary nail surgery. It is unknown if there was a delay or if a backup device was available. A change in surgical technical had to be performed in order to complete the surgery.

Manufacturer narrative:
Results of investigation: it was reported that during procedure, sureshot had no response on the screen. The procedure was successfully completed with a change in surgical technique. The associated sureshot targeter, intended for use in treatment, was returned and evaluated. Visual inspection of the returned product found damage on the cord. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which recognized the device. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. This is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use.